Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
Smoke was observed coming from the right rear side of the architect i2000sr analyzer. No fire or injury was reported. The customer unplugged the analyzer and field service was dispatched. Service identified the capacitor on the vacuum pump as the source of the smoke.

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched when the customer observed smoke coming from the rear of the architect i2000sr (serial number: (B)(4). No visible fire was seen. The fsr discovered that the vacuum pump capacitor was overheating due to the laboratory's temperature and the analyzer exhaust fan was not working, which in turn caused overflow drainage to the shutter assembly located in the pump, which was burned/corroded creating a spark and the smoke observed by the customer. The fsr replaced the valve manifold kit and vacuum pump. A review of instrument service history revealed no additional issues of smoke (burn/corrosion) reported on (B)(4) on or around the date of this complaint. The 2020 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The smoke/damage (burn/corrosion) was limited to a small area on the valve manifold kit and vacuum pump and did not spread to other parts of the analyzer. There were no trends identified when tracking and trending was reviewed. Labeling was found to be adequate. Based on all available information and abbott diagnostics' complaint investigation, no product deficiency was identified.